Event description:
Tech alleged that the trendelenburg lever does not function. No pt impact.

Manufacturer narrative:
The tech found the trendelenburg valve is stuck. The tech replaced the trendelenburg valve to resolve the issue.